Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were no records indicating nakanishi (the manufacturer) repaired the device since the device was shipped. Nakanishi received the repair records from nsk america (nam), which included the detailed information about the repair nam carried out. Nakanishi kept the repair records in a file. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (2) a few seconds after the start. Temperature measurements 19 seconds after the start are as follows: test point (1): 41.3 degrees c; test point (2): 61.8 degrees c; test point (3): 30.3 degrees c; test point (4): 26.1 degrees c. The rise in temperature was so sudden that the test was concluded 19 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: - the headcap had a dent. - the push button remained pressed in the handpiece without returning to the original position. - there was corrosion of the bearing on the cartridge rear side caused by contact with the headcap. B) nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). C) nakanishi then replaced the damaged headcap with a new headcap and measured the exothermic situation yet again. There was no abnormal rise in temperature during the 300-second-test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged headcap had been replaced. Test point (1): 33.4 degrees c; test point (2): 38.9 degrees c; test point (3): 28.4 degrees c; test point (4): 28.4 degrees c. Conclusions reached based on the investigation and analysis results: 1) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance caused by contact between the push button and the cartridge due to the headcap being depressed during rotation. 2) misuse by the user, such as external impact caused by dropping the device, leads to the deformation of the headcap, which contributes to the reported overheating as described in 1) above. 3) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: 3.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. 3.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of using the device, as instructed in the operation manual.

Manufacturer narrative:
Exemption number e2016004. (B)(4). According to the distributor, the dentist refused to provide information about the patient's weight.

Event description:
On october 24, 2018, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows: the event occurred on (B)(6) 2018. A dentist was performing a crown preparation on a patient using the z95l handpiece (serial no.: (B)(4)). The patient was under local anesthesia. During the procedure, the dentist felt the handpiece getting warmer, and the patient complained that the cheek felt hot. Upon receiving the complaint, the dentist noticed an approximately 2mm reddish burn inside the patient's right cheek. A blister had not formed. The dentist administered vaseline to the burn area at the time of the injury. The dentist has followed up with the patient, and the injury is healing normally. No further medical attention was required for the injury.